Event description:
The customer contacted baxter's technical service center (tsc) because the caregiver (cg) was requesting assistance to end therapy. The cg had connected home patient (hp) with air in the patient line. The cg had forgot to open clamp and the line did not prime. The tsr discussed possible air exposure and assisted cg in ending therapy. The cg would start over with new supplies and contact registered nurse (rn) tomorrow about possible air exposure. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the report of air in the line. The cg reported that the issue was resolved, by starting over with new supplies. The cg confirmed that she had not primed the patient line due to leaving the patient line clamp closed. The cg said she had not realized that the line was not primed all the way until she started the initial drain. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that she discussed the issue with the hp's nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.